Event description:
Title: impact of laparoscopic repair on type iii/IV giant paraesophageal hernias: a single-center experience. This study was conducted to compare the outcomes in type IV vs. Type iii giant paraesophageal hernia after laparoscopic repair. Other outcomes included peri-operative morbidity and long-term quality of life. Between january 2010 and january 2019, 130 giant paraesophageal hernia patients who underwent a tailored laparoscopic repair were included in the study. There were 67 males and 63 females with a mean age of 55.8 years and a mean bmi was 26.1 kg/m2. Operative steps included hernial sac excision, crural repair, relaxing incisions, and mesh cruroplasty with special indications. The hernial sac excision was performed using non-ethicon devices (manufacturer: unknown). Crural repair was performed using sutures. Right or left crural relaxing incisions were performed to allow tension-free crural closure. Only with weak crural muscles or/and with violated crural fascia, the site of the incision was reinforced by rectangle-shaped composite mesh, overlying the crural incision site. Initially, u-shaped synthetic polypropylene mesh (manufacturer: unknown) was used but only in 3 patients due to mesh-related complications and it was shifted to a competitor composite mesh (manufacturer: covidien). Gastropexy and fundoplication was then performed. The sutures used in the study were ethibond suture (ethicon) in 41 patients, prolene suture (ethicon) in 32 patients, and non-ethicon silk suture (manufacturer: unknown) in 57 patients. Reported complications included postoperative persistent dysphagia (n=?), acute respiratory distress due to acute herniation (n=?), mediastinal hematoma (n=?), and hernia recurrence (n=?). In conclusion, type IV giant paraesophageal hernia has a higher peri-operative morbidity and recurrence rate; so, a more tailored laparoscopic repair with a high surgeon experience is needed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: hernia, https://doi.org/10.1007/s10029-023-02851-7.